Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with a native bicuspid valve with possible fusion of the right coronary cusp (rcc) and left coronary cusp (lcc), annular calcification which continued into the left ventricular outflow tract (lvot) and severe calcification of the aortic valve leaflets were noted. During the first load, overlap to the third node was noted. The valve was reloaded. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon. The valve was recaptured once due to the valve not expanding properly. On the second deployment, at 80 percent, the valve appeared to have an infold. The valve was removed and a new valve was used to complete the procedure. Per the physician, bicuspid anatomy contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID d-evprop2329us product lot/serial number (B)(6) implant date na, explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.